Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient received a treatment with a venaseal device. It was reported the patient presented 2 months post procedure, to another physician, with severe pain in lower leg varicosities. The veins are reportedly not closed. No type of hypersensitivity or allergy was noted. The patient was treated with antibiotics and benadryl.